Event description:
Approximately one month later the product was returned from a funeral home. An online obituary search indicated the patient passed away on (B)(6) 2013 at home. The local field representative was contacted and confirmed after speaking with the patient's physician there were no allegations that the product or recent upgrade procedure caused or contributed to the patient's death. The physician noted that the cause of death was not known, but that the patient's health had been getting worse for awhile.

Event description:
Boston scientific received information that during the pre-discharge check one day post implant, the field representative noted that the right ventricular (rv) lead exhibited high out of range shock impedance measurements when programmed rv to right atrial (ra). When the impedance was checked in with coil to can configuration the impedance measurement was within range. It was noted that at the change out procedure the shock impedance measurement was also within range. There was concern over a possible connection or setscrew issue. However no x-ray was taken and the physician opted to program the device to shock between distal coil and can, which yielded appropriate impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small amount of body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.